Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly the patient received loss of prime alerts frequently. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.